Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, returned to manufacturer on: 2020-06-02 h.6. Investigation summary five samples were received for evaluation. They all have a label indicating that they have ¿potassium chloride¿. All of them have 20ml of this drug. Visual inspection was performed with a 10x magnifier lens. No defects were observed. There are air bubbles in the normal solution. Each syringe has an area on the barrel over the rubber stopper, not in the fluid path, marked with black ink. No excess of silicone or any other substance was observed. Four photos were provided. They show a syringe, it is highlighted an area on the top part of the rubber stopper with what appears to be silicone. The samples received do not indicate that silicone. The root cause could not be confirmed. No defects of the excess of silicone were observed in any of the samples received. The samples came contaminated with a drug that is not approved by our corporate procedures. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that the bd syringe luer-lok¿ tip in the bulk sterile convenience pak had excessive lubricant on it before use, in the form of silicone oil marks inside the barrel. Lot# 8246669 was reported to have had 1100 occurrences of this event, lot# 8334599 had 550 occurrences, and lot# 9060770 had 550 occurrences. This complaint was created to capture the 2nd of 3 related incidents.

Manufacturer narrative:
H.6. Investigation summary unfortunately the photographs provided do not allow for the identification of the designated material number, this is presently preventing us from correctly placing the device with the appropriate manufacturing facility for investigation. Potential manufacturing facilities were notified of this issue and asked to review the provided photographs; the non-conformance identified in the photos does not reflect any known issues with the manufacturing process at these facilities. Since no material number could be provided or derived from the provided photographs, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd¿ syringe had excessive lubricant on it before use, in the form of silicone oil marks inside the barrel. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "the two challenges are: 1. Oil on syringes barrel that manifests itself as small spots, large, spots, smears and streaks in multiple orientations. These are silicone oil marks, which we have confirmed are bd silicone oil via gateway analytical testing using a standard bd syringe as a control ¿ report is attached. What it looks like to us is when the plunger is inserted excess oil drops off in different ways as the plunger makes its way to the bottom of the barrel to the seated position. 2. Cob or (crescent on barrel) ¿ after we fill a syringe occasionally there is a wet crescent on the air side of the barrel touching the plunger. Sometimes it is product as it will dry in 24-72 hours and sometimes it stays wet with what we assume is silicone oil. Since our process and products do not contain oil your silicone oil if the only source and it is already on the stoppers. As you can imagine this is difficult to observe on 3 and 5 ml syringes. In both cases 1 and 2 there is no additional leaking i.e. The plunger gaskets are sealed. We have ccit tested these syringes and know they are sealed. We have usp 71 tested the contents and know they are sterile inside the syringe. Based on our discussions with you that silicone oil is added by pouring oil volumes into hoppers full of plungers prior to turning on the mixer; it stands to reason some plungers will have excess and some plungers less oil. We have only started to notice challenge 1 with 60 ml syringes first then , 20 and now smaller 5 ml since december 2019 /january 2020. It is difficult to see as the oil is clear but does have a sheen. For challenge 2 we started to notice and catalogue frequency a little earlier in late 2019."

Event description:
It was reported that the bd syringe luer-lok¿ tip in the bulk sterile convenience pak had excessive lubricant on it before use, in the form of silicone oil marks inside the barrel. Lot# 8246669 was reported to have had 1100 occurrences of this event, lot# 8334599 had 550 occurrences, and lot# 9060770 had 550 occurrences. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "the two challenges are: 1. Oil on syringes barrel that manifests itself as small spots, large, spots, smears and streaks in multiple orientations. These are silicone oil marks, which we have confirmed are bd silicone oil via gateway analytical testing using a standard bd syringe as a control ¿ report is attached. What it looks like to us is when the plunger is inserted excess oil drops off in different ways as the plunger makes its way to the bottom of the barrel to the seated position. 2. Cob or (crescent on barrel) ¿ after we fill a syringe occasionally there is a wet crescent on the air side of the barrel touching the plunger. Sometimes it is product as it will dry in 24-72 hours and sometimes it stays wet with what we assume is silicone oil. Since our process and products do not contain oil your silicone oil if the only source and it is already on the stoppers. As you can imagine this is difficult to observe on 3 and 5 ml syringes. In both cases 1 and 2 there is no additional leaking i.e. The plunger gaskets are sealed. We have ccit tested these syringes and know they are sealed. We have usp 71 tested the contents and know they are sterile inside the syringe. Based on our discussions with you that silicone oil is added by pouring oil volumes into hoppers full of plungers prior to turning on the mixer; it stands to reason some plungers will have excess and some plungers less oil. We have only started to notice challenge 1 with 60 ml syringes first then , 20 and now smaller 5 ml since (B)(6) 2019 /(B)(6) 2020. It is difficult to see as the oil is clear but does have a sheen. For challenge 2 we started to notice and catalogue frequency a little earlier in late 2019."

Manufacturer narrative:
The catalog and lot numbers have been provided by the customer. The following fields have been updated: b.5. Describe event or problem: it was reported that the bd syringe luer-lok¿ tip in the bulk sterile convenience pak had excessive lubricant on it before use, in the form of silicone oil marks inside the barrel. Lot# 8246669 was reported to have had 1100 occurrences of this event, lot# 8334599 had 550 occurrences, and lot# 9060770 had 550 occurrences. This complaint was created to capture the 2nd of 3 related incidents. D.1. Medical device brand name: bd syringe luer-lok¿ tip bulk sterile convenience pak. D.2. Common device name: piston syringe. D.2. Medical device catalog#: 305617. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 8246669. D.4. Medical device expiration date: 2023-08-31. H.4. Device manufacture date: 2018-10-01. D.4. Medical device lot #: 8334599. D.4. Medical device expiration date: 2023-11-30. H.4. Device manufacture date: 2018-12-26. D.4. Medical device lot #: 9060770. D.4. Medical device expiration date: 2024-02-29. H.4. Device manufacture date: 2019-03-18. D.3. Medical device manufacturer: bd infusion therapy systems inc. S.a. De c.v. D.5. Unique identifier (UDI) #: (B)(4). G.2. Manufacturing location: bd infusion therapy systems inc. S.a. De c.v. G.5. PMA / 510(k)#: k980987.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ syringe had excessive lubricant on it before use, in the form of silicone oil marks inside the barrel. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "the two challenges are: oil on syringes barrel that manifests itself as small spots, large, spots, smears and streaks in multiple orientations. These are silicone oil marks, which we have confirmed are bd silicone oil via gateway analytical testing using a standard bd syringe as a control ¿ report is attached. What it looks like to us is when the plunger is inserted excess oil drops off in different ways as the plunger makes its way to the bottom of the barrel to the seated position. Cob or (crescent on barrel) ¿ after we fill a syringe occasionally there is a wet crescent on the air side of the barrel touching the plunger. Sometimes it is product as it will dry in 24-72 hours and sometimes it stays wet with what we assume is silicone oil. Since our process and products do not contain oil your silicone oil if the only source and it is already on the stoppers. As you can imagine this is difficult to observe on 3 and 5 ml syringes. In both cases 1 and 2 there is no additional leaking i.e. The plunger gaskets are sealed. We have ccit tested these syringes and know they are sealed. We have usp 71 tested the contents and know they are sterile inside the syringe. Based on our discussions with you that silicone oil is added by pouring oil volumes into hoppers full of plungers prior to turning on the mixer; it stands to reason some plungers will have excess and some plungers less oil. We have only started to notice challenge 1 with 60 ml syringes first then, 20 and now smaller 5 ml since december 2019 /january 2020. It is difficult to see as the oil is clear but does have a sheen. For challenge 2 we started to notice and catalogue frequency a little earlier in late 2019."